Manufacturer narrative:
No sample is available for investigation.

Event description:
The event is reported as: customer called to report that the catheter was pretested and the balloon leaked. Not used on a patient. No reported patient injury.